Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. No additional patient or event information was available. At the time of the report, the customer provided accurate cgm and bg meter readings. A root cause could not be determined.